Event description:
A malfunction alarm occurred during insulin pumping, causing concern for the customer. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, and the customer was able to successfully resume insulin therapy.